Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 33 units. Reportedly, the cartridge was filled with 120 units of insulin. The customer¿s blood glucose level was 218 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.